Event description:
5ml syringe found with no ml markings on it. Manufacturer response for 5ml syringe, (brand not provided) (per site reporter). Emailed mfg rep [manufacturer representative] and coordinated mailing return.